Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that a medical event occurred approximately 2 years ago related to an infection at the pod site. They stated that there was a sore on their abdomen. The patient does not recall many specifics, including date of occurrence or the treatment.